Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Constant pump error alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Insulin pump tested outside the pump and received pump error at rewind. Moisture damage noted in pcb 1. The following were noted during visual inspection: scratched case and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error. The customer stated they were able to clear the pump error alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.